Event description:
Philips received a complaint by the customer on the v60 indicating an intermittent touch screen failure. It is unknown if the unit was in patient use at the time of the reported issue. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A quote was sent for onsite service.

Manufacturer narrative:
H10: multiple service proposals have been sent to the customer, but no response was received. It was also noted that biomeds at this location perform their own repairs. No work was performed by philips. Multiple service proposals have been sent to the customer, but no response was received. No work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.